Manufacturer narrative:
Evaluation summary: it is presumed that the cause was that bending the endoscope insertion tube caused the internal suction line to buckle. Correction information: g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result. D4: UDI h3: device evaluated.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax loaner video scope ec-3890li. In the event reported, it was stated that there was resistance in the primary channel. The event timing was in the reprocessing room during reprocessing. The customer stated they cannot get brush through. Additional information was provided by the user on (B)(6) 2021 stating the user reported the issue occurred during reprocessing - 'this observation was discovered after the first use of the scope, not pre-inspection check.' The user also stated they were able to brush the scope, but there was resistance, and it was on the suction channel, not the biopsy channel. There was no adverse event reported with this complaint. The loaner device was returned to pentax for further evaluation on service order (B)(4). The device is currently pending evaluation/investigation. A review of the service history indicates the device was routinely serviced at a pentax facility. On 12-oct-2021, a device history record (DHR) review for model ec-3890li, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 23aug2017 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. No other information provided with this complaint.